Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18feb2020.

Event description:
It was reported that the unit restarted. There was no patient involvement. The manufacturer's international service technician performed troubleshooting and confirmed the reported issue. The manufacturer's international service technician replaced the cpu (central processing unit) and the issue was resolved.

Manufacturer narrative:
G4: 18jun2020. B4: 18jun2020. The central processing unit (cpu) board was returned for failure analysis. A visual inspection revealed no signs of damage or contamination. During testing, no failures were identified. The reported event could not be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.